Event description:
The customer called to report damage to the bottom end of the insulin pump and no delivery alarms. The customer also reported a blood glucose reading of 310 mg/dl at the time of the call. The customer did not want to treat his blood glucose levels at the time of the call. The customer stated that he just wanted to give up and die, but was willing to work with us in getting him a replacement insulin pump. Advised the customer on the replacement process. After the phone call, we called the paramedics to have them dispatched due to the comment the customer made about wanting to die. Called the customer the next day to follow up, but got no answer. Left a voice mail message. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. Unable to complete functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to a cracked and broken end cap.